Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No other anomalies could be verified due to the keypad anomaly. No frozen display was noted and the time clock advanced properly. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 122 mg/dl. Customer stated that the bolus stopped and it has a dark circle. Customer has never received this alarm before. Customer was not able to clear the alarm. Customer stated that there is a problem with the reservoir icon on the screen. Customer is seeing two clocks on the screen and the keypad is unresponsive. Customer was advised to discontinue use of the pump immediately. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.